Manufacturer narrative:
(B)(6). (B)(4). Service supervisor and technical support visited the account and did several tests in different hinge positions (superior, temporal, nasal) using both eyes right and left, and for the superior hinge we have use the same parameters used during the reported event treatment. No issues were found. They also did a burn-in of 15 flaps with cuts with superior hinge and check for the hinge position every time and after all testing no issues found. Laser was working as expected. Nothing wrong was found with the system. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon had selected a superior hinge for the patient flap procedure however, when the flap was completed the hinge was on the inferior side. The flap was lifted and replaced back during the same surgery. No loss of best corrected visual acuity (bcva) reported. During follow up visits surgeon reported that patient presented with flap striae however, patient was within normal post-op conditions. Patient had topic treatment with artificial tear drops and cortisone. Topical steroids were prescribed: 1 drop 4 times per day, instead of 3 times per day as the surgeon does usually.